Event description:
It was reported that there was no output, no pacing, no telemetry, and no magnet response. The patient reported that she had fallen since her last follow-up session. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed the device was in a no output and no telemetry condition. The no output and no telemetry was the result of a shorted capacitor.